Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient is part of the tritanium primary acetabular shell study and reported pain during the 6-year follow-up visit. Subject has moderate right hip pain. Pain is greatest when transitioning from standing to a walking position. She has back pain with prolonged standing. Her right hip x-rays revealed subtle radiolucencies. The socket appears to be stable. Subject has a diagnosis of lumbar spondylolisthesis and has developed more pelvic anteversion than previously. There has been some migration of the right cup position, but it appears to have stabilized in the past couple of years. Patient has not been revised as of the event date.